Event description:
Consumer reported when injecting with 2 different needles from this box, the needle broke into site. Consumer reported first needle break was on 10.29.2024. The second needle break was on 11.01.2024. Denied reuse of needles. Xray completed 11.11.2024 doctors visit 11.07.2024 lot # 3353094 catalog # 320109 sample status awaiting sample plastic hub. Needle still in her site.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer indicated issue as bent/broken patient end cannula and bent non patient end cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.